Event description:
Arjo was informed about an incident involving an enterprise 8000 bed. The customer reported that the patient fell from the bed after opening the side rail themselves. According to the information provided, another patient witnessed the patient lowering the side rail while attempting to exit the bed, after which the patient fell to the floor. The patient sustained a head injury. Based on the available information, an arjo clinical specialist indicated that there was no indication of a serious injury.

Manufacturer narrative:
The device was inspected following the incident, and no malfunction was identified. The bed was found to be operating in accordance with its intended specifications. Based on the available information, the root cause of the incident was attributed to use-related factors, including patient involvement in device use. The instructions for use (IFU, 746-435) state that side rails are not intended to restrain patients who deliberately attempt to exit the bed, and that fall risk should be managed through clinical assessment and appropriate use conditions, such as bed position and patient supervision. It is unknown whether the bed was in the lowest position at the time of the event, which may have influenced the outcome. No evidence was identified that the device contributed to the incident. The event is consistent with patient action and use-related factors, based on the customer report, eyewitness account, and absence of any identified device malfunction, rather than a device malfunction or design deficiency. In summary, the arjo device was in use for a patient treatment at the time of the event and from that perspective it played a role in the event. The device met its specifications, as no malfunction was identified. The complaint was assessed as reportable because the patient fell from the enterprise bed. The patient did not sustain a serious injury. No UDI information is available, the device was manufactured before UDI implementation.